Event description:
Patient had a medtronic des implanted 4 years ago in the las. Before the stent implantation, the patient experienced shortness of breath which was one of the symptoms prompting the index procedure. Since stent implantation, the patient has experienced breathlessness and a sensation that they can feel the stent when they move in certain ways. The patient reported that they are unable to do yoga like they were able to do prior to the procedure. The patient will have follow up angio.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.